Manufacturer narrative:
Corrected the product receipt date in section d9. Corrected the med. Problem code and type of investigation in section h6. Added the correct information in section h10. During the inspection of the returned asset device, other malfunctions found the unit top cover, front panel, and feet needed to be replaced due to poor appearance. The video socket connecter had defective locker , it did not secure the scope video cable due to wear in locker, it needed to be replaced. Damaged programmable in-put processor connector. Outdated software version. A non-functional digital visual interface (dvi) port. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected data: e2, e3 (inadvertently omitted from the initial report.) This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, the evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the printed circuit board was defective. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found printed circuit boards were defective. Video socket connecter had defective locker, it did not secure the scope video cable. Receptacle board needs replacement. Unit front panel needs to be replaced due to poor appearance. Software version 3.01 needs to be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.